Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The service report is as follows: the company service representative observed multiple auto fill failures and leak iab catheter in the fault logs. Proceeded to test the pump and observed fault code 4e and 4f slow purger, and leak in iab circuit. Observed moisture in shuttle transducer manifold. Cleared moisture out of the shuttle transducer manifold. Performed all leak test and met the factory specifications. Performed the functional and safety tested to factory specifications. Returned the pump to the customer. (B)(4).

Event description:
The customer reported: customer reported that while in use on a pt it was noted error code #3. The therapy was continued and no pt injury was reported.